Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the dirty electrical circuit board on the scope connector, this event was caused by water leakage which is a result of the failure of the electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a dirty electrical circuit board on the scope connector. There was no patient involvement.